Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Still pending is the manufactured date and expiration date. Therefore, a supplemental report will be submitted to update the expiration date and manufactured date. Concomitant products: noga cardiac navigation system. (B)(4).

Event description:
It was reported that a patient underwent a stem cell injection procedure for heart failure with a nogastar catheter and suffered hypotension requiring pharmacologic support and intravenous fluids (ivfs). Post-procedure, hypotension was confirmed via calibrated hospital equipment. Pharmacologic blood pressure support was provided and ivfs were administered. Patient was reported to be in stable condition. There is no information about the hospitalization. The physician did not provide a causality opinion for the cause of this adverse event. Multiple attempts have been made to obtain clarification to this complaint. However, no further information is available. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.

Manufacturer narrative:
(B)(4) it was reported that a (B)(6) male patient underwent a stem cell injection procedure for heart failure with a nogastar catheter. Post-procedure, hypotension was confirmed via calibrated hospital equipment. Pharmacologic blood pressure support was provided and ivfs were administered. The hypotension resolved. Antihypertensive medication was withheld for 1 dose. The patient did not require extended hospitalization as a result of the adverse event. The patient fully recovered and was discharged. Patient was reported to be in stable condition. Upon receipt, the catheter was visually inspected and it was found in normal conditions. Electrical, deflection, and carto tests were performed and system passed all specifications. No error found. Catheter is working properly. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.

Manufacturer narrative:
On 7/3/2017 additional information was received on the patient and the patient event. It was reported that the procedure was for a (B)(6) male patient weighing 178 lbs. The hypotension resolved. The patient was reported to be in stable condition. Antihypertensive medication was withheld for 1 dose. The patient did not require extended hospitalization as a result of the adverse event. The patient fully recovered and was discharged. The physician¿s opinion regarding the cause of the adverse event is that it was procedure-related and not related to the nogastar catheter. "Age at time of event", "sex" and " weight" fields have been populated. The bwi failure analysis lab received the device for evaluation on 7/18/2017. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The manufactured date and expiration date have been provided. Therefore, fields "expiration date" and "manufactured date" have been populated. (B)(4).